Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with high pacing thresholds. The patient was admitted to the hospital; a temporary pacing wire was placed via femoral approach. The lead was explanted and replaced. The patient had no further issues.